Manufacturer narrative:
(B)(4).

Event description:
The following was reported to gore. On an unknown date, this patient underwent endovascular treatment presumably for an abdominal aortic aneurysm and was treated with gore excluder aaa endoprostheses. Post-operatively, on an unknown date, a proximal type 1 endoleak was diagnosed. On (B)(6) 2018, a re-intervention was performed to extend seal up to the renal artery with a pla280300 gore excluder aortic extender component. Final imaging confirmed a successful implant of the device and repair of the endoleak.

Manufacturer narrative:
Correct manufacturer registration number is 3007284313. UDI for gore® excluder® trunk-ipsilateral leg component (B)(4). The review of the manufacturing records verified that the lots involved in this event met all pre-release specifications. According to the gore® excluder® aaa endoprosthesis instructions for use (IFU), complications associated with the use of the gore® excluder® aaa endoprosthesis may include but are not limited to: endoleaks. According to the gore excluder aaa endoprosthesis instructions for use (IFU), anatomical requirements for trunk-ipsilateral leg endoprosthesis and aortic extender endoprosthesis: proximal aortic neck angulation = 60° with minimal thrombus and /or calcification. Key anatomic elements that may affect successful exclusion of the aneurysm include severe proximal neck angulation.

Manufacturer narrative:
Patient information: updated fields. Date of event: updated field content.